Manufacturer narrative:
Device investigation details: visual analysis revealed that the hemostatic valve was partially broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. Finally, a back pressure test was performed, and a leakage was identified through the hemostatic valve. A device history record evaluation was performed for the finished device 60000594 number, and no internal action related to the complaint was found during the review. The hemostatic valve partially broken could be related to the hemostatic valve damage reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve was partially broken in the star section. Initially, it was reported that the hemostatic valve of vizigo was damaged. The sheath was replaced with another sheath to complete the procedure. There was no impact on the patient. Multiple attempts were made to obtain clarification on the damage observed. However, no response was received. With the information available, the hemostatic valve damage was assessed as non MDR reportable. The risk of patient harm is considered remote. However, biosense webster, inc. Pal received the device and per the evaluation completion, the hemostatic valve was found partially broken in the star section. This was assessed as MDR reportable with an awareness date of 14-jul-2025.